Event description:
Per narrative received from facility: "in 2002 facility was attempting to obtain an EKG tracing with one of company's lifepak 12 monitors. Facility had turned the unit on, but was busy with other tasks, causing a 2-3 minute delay before attaching the leads to the patient. When facility attached the leads, facility was unable to get an EKG readout. There were only the 3 dashed lines on the scope, and there was no warning of a lead being off. Thhey rechecked all the leads, turned the unit on and off several times, and even unplugged and replugged the leads from the 12, and was still unable to get a tracing". The patient's details and outcome were not reported to mpc.